Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) and right atrial (ra) lead exhibited increased threshold measurements and loss of capture (loc). X-ray and fluoroscopy showed no slack in the leads and revealed that the leads had dislodged. A revision procedure was performed. The leads were repositioned. During a post operative check one day later, the rv lead was again observed to have dislodged. The rv lead was repositioned. This product remains implanted and in service. No additional adverse patient effects were reported.